Event description:
No additional information is available.

Manufacturer narrative:
1. The customer returned one photo but did not return the complaint unit. The photo shows that there is liquid leakage at the catheter of the unit. 2. DHR/bhr review (lot#5147612): 1) the products of this batch were assembled at intima ii auto line 4 in jun 2025 and packaged at r240 package line in jun 2025. Work order quantity was (B)(4) pcs. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 3. A retained sample of this batch was taken for relevant functional testing: 45psi leakage test. The test passed, no leakage was found on the sample. 4. Gripping jaws in the process of product assembly, irregular loosening of needle core and repeated puncture during the use of the product, will cause damage to the catheter wall. Conclusion(s): no abnormality is found on process and retained sample. The returned photo shows fluid leakage at the catheter site. However, since the complaint unit has not been received for further inspection and analysis, the specific condition of the catheter damage cannot be identified, also the usage history of the unit is unknown, so the root cause of the leakage cannot be determined. The plant will continue to track and trend for this issue.

Event description:
(B)(6) 2025, 10:00 am. The nurse on the 7th floor discovered leakage from the indwelling venous catheter while draining fluid from bed 19. The catheter was immediately replaced, and the patient was provided with an explanation. The patient had no objections. The incident has been reported to the supply chain department for manufacturer feedback and traceability.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.